Event description:
Bed would not operate due to malfunction of the head valve guide tube.

Manufacturer narrative:
The technician replaced the head valve guide tube, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter (B)(4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.